Event description:
It was reported that during initial generator and lead implant an attempt to interrogate the device was unsuccessful. After several attempts the surgeon finished the procedure and immediately following the surgery a new usb cable was connected to the tablet and wand. Device diagnostics were then able to be performed. The surgeon was provided a new usb cable. The faulty usb cable is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The usb cable was returned on (B)(4) 2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the usb cable was completed on 04/13/2015 and it found no loose fitting connections between the serial cable and tablet, but it was identified that communication between a known good tablet and generator could not be established when using the returned usb cable. The cause for the anomaly is associated with 2 disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.